Event description:
It was reported that log files revealed no external power events while on the mobile power unit (mpu) on (B)(6) 2022 and (B)(6) 2022. Further information reports the power cord was unintentionally unplugged from the wall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently included in previous report. Implant date is not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported no external power alarms were confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, log file was submitted for review. A review of the submitted log files showed events spanning approximately 18 days of combined data ((B)(6) 2022, per timestamps). No external power alarms were active on (B)(6) 2022, (B)(6) 2022 and than on (B)(6) 022 and were coincident with a loss of ac power while the controller was connected to the mpu. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information communicated on 28mar2022 indicated the cause of the no external power alarm events were related to an accidental disconnection the ac power cord from the wall outlet. The patient was reminded to confirm what power source he was connected to before unplugging. The root cause for the reported events was user error due to the patient disconnecting the power cord of the mpu from the wall. The device history records were reviewed and the records revealed the heartmate mobile power (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications prior to being shipped on 26jan2022. Per device history records, the (B)(6) is equipped with the v-lock connector and shipped with ac power cord (v-lock). Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files revealed a brief no external power event on 10mar2022 while on the mobile power unit (mpu). The patient had unplugged the mpu while they were connected. The patient was reeducated about their power sources.